Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. This report is for the first in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR #3006425876-2016-00395. No sample will be returned for evaluation.

Event description:
It was reported that the event occurred at the intensive care unit. Second attempt - during adavancing of the guide wire it was noted that the wire has kink. Despite this kink the user was able to advance the wire further and complete the procedure.